Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, curved opening, and linear opening. Leak test and microscopic analysis was performed which identified: a curved striated opening on posterior side assessed as surgical damage, a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. - a crease smooth opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20-jul-2015 and 21-jan-2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.